Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6), 2021. Customers blood glucose at time of hospitalization was 73 mg/dl. Customers current glucose level was 63 mg/dl. Customer was experiencing the symptoms related to the low blood glucose was weakness. Customer was treated with by taking food. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was using the auto mode feature during low blood glucose event. The insulin pump will not be returned for analysis.